Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10 the reported glidescope titanium lopro t3 reusable laryngoscope was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device but was unable to confirm the reported image issue. When connected to known, good, test verathon equipment, the image was constant and the quality was within verathon's standards. Upon visual inspection, the tsr identified the lens was scratched; however, the device still passed verathon's device functionality testing. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. No further investigation is required at this time. Corrective action is currently not required. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 reusable laryngoscope, the image was not stable and kept going in and out. The procedure was completed using another glidescope system which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.